Event description:
It was reported that the ilet user experienced severe hyperglycemia with a reported glucose of 543 mg/dl after a recent infusion set change, during which a bent cannula from the prior set was discovered. Prior to improvement, the user administered subcutaneous insulin by pen while still connected to the ilet. The user was educated to disconnect from the pump for approximately two hours after external insulin administration to avoid insulin stacking and reported subsequent improvement with glucose trending down to 204 mg/dl. Symptoms included hyperglycemia, fatigue, nausea, and vomiting. Outcomes included no lasting health consequences. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device malfunction, a usage problem related to insulin stacking risk when giving external insulin while connected to the pump, and no applicable device component failure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.